Manufacturer narrative:
The customer's alleged results were reproduced during the investigation of the returned samples. No igm/igg or heterophilic antibody interfering factors were observed. Based on the results of the investigation of the returned samples, the alleged results are considered to be true values. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient on a cobas e 402 analytical unit. There is a suspected interference between pathological proteins of the pleural mesothelioma and the elecsys troponin t hs assay. Separate samples from the same patient produced the following results: on (B)(6) 2025, the elecsys troponin t hs result was 1383 ng/l, the ck result was 172 u/l, the probnp result was 83.1 pg/ml, and the crp result was 10.9. On (B)(6) 2025, the elecsys troponin t hs result was 1449 ng/l, and the ck result was 154 u/l. On (B)(6) 2025, the elecsys troponin t hs result was 1449 ng/l, the ck result was 188 u/l, and the crp result was 34.1. On (B)(6) 2025, the troponin I (serum) result (using the cmia (abbott) method) was 8. The unit of measure was not provided. On (B)(6) 2025, the elecsys troponin t hs result was > 1000 ng/l. The repeated result "confirmed a pathological value". The numeric value for the repeated result was not provided. The patient's ck result was 172 u/l, the probnp result was 38 pg/ml, and the troponin I result was negative/non-pathological. On (B)(6) 2025, the elecsys troponin t hs result was 1450 ng/l, the ck result was 133 u/l, and the crp result was 42. On (B)(6) 2025, the elecsys troponin t hs (serum) result was 1156 ng/l. On (B)(6) 2025, the elecsys troponin t hs result was 1513 ng/l, the ck result was 102 u/l, and the crp result was 34.2. On (B)(6) 2025, the troponin I (serum) result (siemens method) was 4. The unit of measure was not provided. The unit of measure was not provided for the crp results. The physician questioned the elecsys troponin t hs results as they did not match the clinical status of the patient. The patient does not have any known pre-existing cardiac issues.

Manufacturer narrative:
The analyzer's serial number is (B)(6). Five of the samples were received for investigation. The investigation is ongoing.